Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and the healthcare professional, regarding patient's implantable neurostimulator (ins). It was reported that patient's device needs to be recalibrated. Patient clarified she stopped using the device and hasn't been charging it because it was annoying that she kept having to charge more and more frequently about 6 months after implant. No symptoms and no further complications were reported.